Event description:
Ous MDR - after an implantation period of approx. 97 months, oversensing and shocks were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 3 cm segment of the lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. Particularly around 13.5 cm proximal to the lead tip the insulation was found rubbed through which can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore the shock coil was deformed which most likely occurred during the extraction procedure of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.